Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Additional information provided that the screw hole was likely prepared with a 3.5mm tap and no issues were present during insertion of the screw. Testing has shown that an under-prepared screw hole significantly increases the insertion torque and exceeds typical forces used with the quartex screws. It is possible that tapping with an undersized tap contributed to the reported issue; however, the exact cause could not be determined.

Event description:
It was reported that a quartex screw broke six weeks post-op.